Event description:
Additional review of this event revealed that the event was related to the study procedure but not the device.

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 6.3 cm diameter thoracic aortic aneurysm. The diameter and length of the proximal neck was 37mm and 50mm, respectively. The diameter and length of the distal neck was 35mm and 105mm, respectively. The investigator assessed event as related to procedure not device. It was reported that at the one month follow up there was a wound infection that resulted in hospitalization. Medication was reportedly administered and there was a recovery of the right scarpa. It was noted that the event resolved. No clinical additional sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on (B)(6) 2015 reported that there was a revision of the right scarpa and not a ¿recovery.¿ it was noted that this event was related to the study procedure but not the study device.